Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided); cause was unknown. Customer gave a correction bolus via the pump and completed a supply change to address bg level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.